Event description:
A patient was treated for a cerebral aneurysm with penumbra coils. The physician stated that the coils ruptured the aneurysm. The lead technician stated that he believed that the rupture was not due to the penumbra coils specifically, that the rupture would have happened with any coil. Also, the patient had tortuous anatomy. Additional attempts were made to collect further information, however, the hospital would not provide any more details for this event.

Manufacturer narrative:
Conclusion: aneurysm rupture is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication.